Event description:
Information received from the field notes that the patient complained of palpitations. A holter monitor demonstrated frequent short episodes of high rate pacing of approximately 100 ppm. Oversensing was also noted.